Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: during investigation, a review of the pump¿s history showed the pump rebooted (B)(6) 2013. A crack was observed in the battery compartment. There was no evidence of moisture contamination found inside battery compartment. No battery cap returned with the pump. A test cap was used for all testing and was able to fully tighten. A power loss was not observed. The pump was exercised with a test cap for 24 hours with no power loss or battery related warnings were observed during testing. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was peeling and misaligned. The button cover was removed and there was no evidence of contamination on button contact. The pump case was removed and no evidence of moisture contamination was found inside pump and no evidence of intermittent contact was observed. The issue of intermittent power was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: a review of the black box shows data from 04/10/2013- 04/24/2013. There was no black box data to support the time the event was reported. No power on reset or rebooting was indicated in the black box history. The battery compartment was found to be intact. No evidence of moisture contamination was found inside battery compartment. The battery cap was able to tightly secure to the pump with no power loss. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. The pump case was removed with no evidence of moisture contamination found inside pump. No intermittent issues were noted with the battery terminal contacts. The reported complaint was unable to be duplicated during testing. Unrelated to the complaint, the display screen was found to be faded, discolored and difficult to read. A new test screen was inserted and the test screen was found to be fully functional and illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.